Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The patient had been seen in june 2020 and the longevity remaining was about seven years. At the most recent follow-up, however, the longevity remaining decreased to about six years. The patient was reported to have anxiety related to the device rapid depletion and potential need for a device replacement procedure. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. Additional information provided from the field indicated that the revision procedure has not been scheduled or performed at this time. The patient will be continue to monitor via latitude remote patient monitoring system. There were no patient complications or adverse effects reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The patient had been seen in (B)(6) 2020 and the longevity remaining was about seven years. At the most recent follow-up, however, the longevity remaining decreased to about six years. The patient was reported to have anxiety related to the device rapid depletion and potential need for a device replacement procedure. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended that this device either be replaced or have the battery status re-evaluated in 90 days. There were no patient complications or adverse effects reported.